Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD), delivered inappropriate therapy. This rv and the device were explanted and replaced. The representative indicated that the patient is being considered for a wearable cardioverter defibrillator (lifevest). No additional adverse patient effects were reported. It is expected to receive this lead for analysis.